Event description:
Pt was unable to remove sq needle after her infusion. After multiple tries, it was already stuck. After removing some of her flesh, the needle was removed. Upon examination of the sq needle, ridges were seen in it. Note: only one sq needle was stuck out of four needles insertions.